Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The date the device was placed is unknown. According to the complainant, the I-port connector detached from the j-tube.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The date the device was placed is unknown. According to the complainant, the I-port connector detached from the j-tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on november 18, 2011: the date the j-tube was placed was on (B)(6) 2011. The event date was (B)(6) 2011. The administration of duodopa stopped between (B)(6) 2011. The device was replaced with a new two port through the peg jejunal feeding tube (j-tube). The patient was born in (B)(6) (exact month and date were unknown).

Manufacturer narrative:
A visual evaluation showed the I-port hub, ttp-j-tube hub, port cap, 2 retention ring halves and a portion of the flexima tubing were returned. The flexima tubing was cut at approximately 4mm from the distal end of the ttp-j-tube hub. The distal portion of the device was not returned. The proximal portion of the flexima tubing was stuck inside the ttp-j-tube hub and could not be removed. The I-port hub was found to be detached from the proximal end of the flexima tubing. The I-port hub tabs had been pulled out of the ttp-j-tube hub holes and the tabs were damaged from torsional force as hub was twisted. The condition of the returned unit was consistent with the complaint incident that the connector broke. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The date the device was placed is unknown. According to the complainant, the I-port connector detached from the j-tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2011: the date the j-tube was placed was on (B)(4) 2011. The event date was (B)(6) 2011. The administration of duodopa stopped between (B)(6) - (B)(6) 2011. The device was replaced with a new two port through the peg jejunal feeding tube (j-tube). The patient was born in (B)(4) (exact month and date were unknown)

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.